Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 4-1 and 4-2 was not detected on bus. The field service engineer found scratch marks on both of the retractor bands and hence replaced the retractor bands to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer reported that the auxiliary drawer 4.1 and 4.2 was not detected on the bus. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.